Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 2.80 x 16 mm graftmaster stent referenced is being filed under a separate medwatch report #.

Event description:
It was reported that the procedure was to treat a free perforation in the right coronary artery (rca). A 3.50 x 16 mm graftmaster covered stent was implanted but did not seal the perforation; therefore, a 2.80 x 16 mm graftmaster was implanted. The perforation was still not sealed. The patient was sent for successful bypass surgery. Final patient outcome is good. No additional information was provided.